Event description:
It was reported that the device won't hold temperature. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover was observed. No error in log review. Could not duplicate or confirm the customer complaint. The device heated up and then stabilized contrary to the complaint. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the cracked tank cover and the auxiliary outlet assembly were replaced. Preventive maintenance was also performed. No causes or potential causes of the customers reported problem were found during the review of service and repair records. Sent to FDA: unknown.